Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (4.3mm) white button on the rotary device was pressed to deploy it, and the proximal seal did not come out of the device. The seal remained inside the delivery tube upon planned delivery into the aorta. The dark gray actuation button at the top was pressed. The portion of the seal that remained outside the distal top of the delivery tube, appeared to be flared wider than the diameter of the tube. A new device was deployed, the operation was completed without problems, and the patient was unaffected.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 25161260 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/23/2023, however, the product was brought to the lab on 05/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger was depressed and the blue safety off, which allows the white plunger to be depressed. The seal was observed to be in open deployed state. There were no cracks or delamination observed on the seal. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. Slight blood was observed on the seal indicating an attempt was made to introduce the device into the aorta. Measurements of the delivery device were taken; the inner diameter was measured at 1.97 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 25161260 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.